Event description:
The customer reported getting a red x, that the unit was not detecting test load during opcheck, and then shut down.

Manufacturer narrative:
(B)(4): the customer reported getting a red x, that the unit was not detecting test load during opcheck, and then shut down. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.